Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by distributor via via sems that a patient developed blisters between each of their fingers where they contacted the black sliders to hold the hand to the hand plate. This was discovered after a wrist arthroscopy and tfcc using an ar-1647 wrist positioner. The device sterility was compromised and so it was ¿flashed¿ prior to surgery, and that perhaps there was still residual heat when the patient was positioned in the wrist positioner. The surgeon used weights (10lbs) instead of the coban and the representative noted that the patient was moving a lot during the procedure and was complaining about their shoulder, and he was kicking. Additional information provided 9/30/2021: the lot numbers cannot be given as they are not certain which unit was used. The device(s) will not be returned. No specific treatment was given to the patient at this time, as the blisters have burst. The surgeon will be seeing the patient sometime next week and will reassess.